Event description:
It was reported " performing urolift implant proximal to bladder neck. After needle fired, and both buttons depressed, no suture seen in keyhole of device." No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted and the following observations were made : received in tray, pusher not deployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to de-ploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: needle damaged: the needle is bent and broken near the needle spool. Refer to dimensional inspection for additional detail., needle damaged: the needle tip is bent outward. Capsular tab (CT) did not unsheathe. The needle was found to be bent and broken approximately 37.7mm and 50.8mm respectively from the needle spool. The break interface of the broken needle is irregular, and it is not possible to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The customer report of: " the suture was not visible " was confirmed. Confirmation is based on the investigation results showing that the device CT did not unsheathe. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- unintentional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " performing urolift implant proximal tobladder neck. After needle fired, andboth buttons depressed, no suture seenin keyhole of device." No patient injury or consequence reported. The patient's current condition is reported as "fine".